Manufacturer narrative:
B3: event date: the reported issue was identified on an unspecified date prior to january 25, 2024. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the reported separation was due to a twist at the insertion of the tubing into the two piece luer lock. The reported condition was verified. The cause of the twist observed at the tubing was due to an improper automatic assembly in combination during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system continu-flo solution sets break at the port (tubing separates from connector). There was no report of patient injury or medical intervention associated with this event. No additional information is available.